Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that all the buttons on the insulin pump had frequent no or intermittent response. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent down arrow and act buttons; the problem was isolated to the keypad assembly. However, the connector at the printed circuit board assembly was properly connected. No damage or moisture damage was found on the keypad assembly noted. The insulin pump passed leak test. The insulin pump had cracked case at the reservoir tube lip, cracked battery tube threads, minor scratched lcd window and keypad overlay.